Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump received with constant failed battery test alarm due to faulty battery tube. Unable to verify battery out limit alarm due to constant failed battery test alarm. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and scratched reservoir tube window.